Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose reached 504 mg/dl. Customer also reported observing insulin exiting from the needle, but their blood glucose remained over 400 mg/dl. The customer stated they have been treating their blood glucose with the insulin pump. Troubleshooting found the customer did not have a leak or air bubbles present on the insulin pump. The customer also reported a no delivery alarm on the insulin pump. Customer was able to resolve the alarm with an infusion set change. The customer stated the alarm did not occur during a manual prime. Customer also declined to troubleshoot any further. The reservoir will be returned for analysis.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.